Event description:
As reported the 2.0 x 100 .014 saber percutaneous transluminal angioplasty (pta) balloon shaft came apart when removing from packaging. The product was not used in the patient and had no patient impact. The product was stored properly according to the IFU. There was no difficulty removing it from the hoop, the protective balloon cover, or any of the sterile packaging components. No visible damage was noted to the packaging. The procedure was completed successfully. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the 2.0 x 100 .014 saber percutaneous transluminal angioplasty (pta) balloon shaft came apart when removed from packaging. The product was not used in the patient and had no patient impact. The product was stored properly according to the IFU. There was no difficulty removing it from the hoop, the protective balloon cover, or any of the sterile packaging components. No visible damage was noted to the packaging. The procedure was completed successfully. The device will be returned for evaluation. A non-sterile ¿pta, otw, 2.0 x 100, 150cm¿ was received coiled inside of a clear plastic bag. Visual examination revealed a separation approximately 12 cm from the distal tip and one kink on the separated proximal section roughly 10 cm from the edge. The balloon was deflated and free of damage. The wire lumen displayed an elongated condition, and visual system inspection of the separation area showed elongation at the edges and a reduction in diameter. These features are indicative of material tensile overload, suggesting that the device was subjected to tensile forces exceeding the material¿s yield strength prior to separation. The separation site was confirmed to be properly fused and located away from any fusion joints, indicating the device structure remained intact at bonded regions. No additional abnormalities were noted, and all other evaluated features were within specification. The reported malfunction ¿body/shaft separated¿ was observed during evaluation. The exact cause of the event cannot be determined; however, possible excessive force during removal from the packaging or tray may have been a contributing factor. The elongated condition and reduction in diameter at the separation site are consistent with material tensile overload, supporting that the device was exposed to forces exceeding the material¿s yield strength rather than a manufacturing bond failure, as the fusion integrity remained intact. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿prior to use, examine the catheter carefully for defects. Examine the dilatation catheter for bends, kinks, or any other damage. Do not use any defective device. Do not use excessive force when removing the catheter from the packaging or tray.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported the 2.0 x 100 .014 saber percutaneous transluminal angioplasty (pta) balloon shaft came apart when removing from packaging. The product was not used in the patient and had no patient impact. The product was stored properly according to the IFU. There was no difficulty removing it from the hoop, the protective balloon cover, or any of the sterile packaging components. No visible damage was noted to the packaging. The procedure was completed successfully. The device will be returned for evaluation.